Event description:
Baxter (B)(6) reported the factory tip (tip protector) was separated unexpectedly just after the set was changed. This happened when the patient picked up the set to try to connect it to the solution bag. So the twist clamp was in the closed position. There was no patient injury or medical intervention. The actual sample is available for evaluation.

Event description:
Bowel injury. Treated with diverting colostomy.

Manufacturer narrative:
(B)(4). The customer report of the tip protector was separated unexpectedly just after the set was changed was not confirmed in the lab. A batch review was not performed as the lot number was unknown. The root cause was undetermined. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). The sample has been received for evaluation. A follow-up report will be submitted upon completion of the evaluation.